Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the customer's reported issue and noted the iabp log files indicated a main fan failure. The stm identified that the fan power connection was not fully seated into the printer interconnect board causing the intermittent fan failure. The stm clicked the connection into place then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during boot up, the cardiosave intra-aortic balloon pump (iabp) generated a system fan failure. There was no patient involved and no adverse event was reported.